Event description:
It was reported to manufacturer that both a systems and normal mode test revealed high lead impedance when the vns patient's device was tested at a routine follow up visit. Additionally, it was reported that the prior month the patient had an increase in seizure activity, relationship to pre-vns baseline unk, and medication was adjusted as a result. There was no report of trauma or manipulation of the device, and no other believed cause for the high lead impedance was provided by the physician. The physician planned on referring the patient for a surgical consult. Attempts to obtain additional information from the physician have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.